Event description:
A report was received that a patient was scheduled to undergo a pocket revision procedure, because, the location of the pocket site was uncomfortable for the patient. The patient's pocket site was relocated, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.